Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead the pacing thresholds were high thus the target vein was changed and a new lead was implanted. This lead will not be returned. No adverse patient effects were reported.